Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mrs. (B)(6) and husband states that the patient has now developed to pressure wounds because the pwfxh30 wicks are not absorbing the liquid as they should. A water suction test was conducted and the system suctioned the liquid. The caller was given more detailed pinch test and wick readjustment instructions. Also, placement and wick positioning instructions were explained in great detail. Caller was reluctant to believe that the system was suctioning as it should because she was only dripping water on the wick but was given full instructions that the wick needed to be submerged for the troubleshooting not have water dripping as urine does not just drip when the patient is voiding. The callers' husband was convinced that the system was working fine and the instructions given resolved the issues. It is unknown if lot/serial number was requested. No medical intervention reported. (Female wick).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mrs. (B)(6) and husband states that the patient has now developed to pressure wounds because the pwfxh30 wicks are not absorbing the liquid as they should. A water suction test was conducted and the system suctioned the liquid. The caller was given more detailed pinch test and wick readjustment instructions. Also, placement and wick positioning instructions were explained in great detail. Caller was reluctant to believe that the system was suctioning as it should because she was only dripping water on the wick but was given full instructions that the wick needed to be submerged for the troubleshooting not have water dripping as urine does not just drip when the patient is voiding. The callers' husband was convinced that the system was working fine and the instructions given resolved the issues. It is unknown if lot/serial number was requested. No medical intervention reported. (Female wick).